Manufacturer narrative:
Reported in initial - selected by error on supplemental. Analysis was normal. No anomalies found.

Event description:
It was reported that lead was migrated shortly after initial implant. During the procedure, atrial lead dislodgement was observed via fluoroscopy, loss of capture and loss of sensing were also noted. The lead was explanted and replaced. The patient was stable.